Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, 30 retention samples from bd inventory were visually inspected. 1 out of 30 retention samples showed an additive defect. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes is hemolyzing. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: we have received quite a few hemolyzed samples recently with the use of plain tubes under the quotation number: (B)(4). We are suspecting the issue might be the plain tube itself and we currently have (B)(4) qty in stock with the same lot number. As samples are affected, kindly propose a solution for this issue as soon as possible will be greatly appreciated.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr 2: ubi ave 3, 06-12- vertex tower.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes is hemolyzing. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: we have received quite a few hemolyzed samples recently with the use of plain tubes under the quotation number: 249417048 we are suspecting the issue might be the plain tube itself and we currently have 200qty in stock with the same lot number. As samples are affected, kindly propose a solution for this issue as soon as possible will be greatly appreciated.